Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding the delivery of an unknown drug. The patient received the error code 8286 - empty pump reservoir. The patient had missed their refill. There were no reported patient symptoms. The patient was going to follow-up with their healthcare provider (hcp). Additional information was requested from the healthcare provider (hcp) pertaining to actions/interventions taken to resolve the empty pump due to missed refill. History: non-malignant pain, peripheral neuropathy